Manufacturer narrative:
After the powerflex balloon catheter was inflated it was reported that the secondary profile of the balloon was too big and thus could not be removed through the sheath introducer. The physician had to remove the balloon and the sheath together. There was no reported patient injury. It was noted that there were no anomalies noted on the outer boxes or inner pouches of the products or on the products themselves and that they prepped normally. One non sterile catheter power flex p3 5.0 mm x 8.0 cm was received coiled inside a plastic bag. Five kinks were noted approximately at 4.0 cm, 6.0 cm, 8.0 cm, 10.0 cm, and 32.0 cm of the distal tip. The balloon was inflated and deflated. No other anomalies were observed in the returned device. Dimensional analysis for od proximal seal could be performed using the vernier a 1.88 mm requested per (B)(4), and the od proximal seal was found within of specification with a measure of 1.85 mm. Dimensions proximal seal diameter 5f - 1.88 mm. Sem analysis was performed in order to identify the cause of balloon accordion-like condition. Results showed that the balloon external surface exhibited evidence of heavy wrinkling. The balloon external surface exhibited no other surface anomalies that could have caused the accordioned-like condition; however due to the kinking condition presented on the same area than the damage on the balloon it is possible that a kinking event could have influenced to this reported condition. The marker bands exhibited no anomalies. DHR review could not perform due to lot. Number was not proportioned. The reported failures balloon damaged failure reported by the customer was confirmed; however, control is in place to prevent defective from the balloon accordion-like and kinks. Therefore, no corrective/preventive action will be taken. The cause of the failure could not be conclusively determined. Therefore, no corrective or preventive actions will be taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction, procedural factors, vessel characteristics and/or user handling.

Event description:
After the powerflex balloon catheter was inflated, the secondary profile of the balloon was too big and the balloons could not be removed through the brite tip sheath. The physician had to remove the balloon together with the sheath.

Manufacturer narrative:
The catalog and lot numbers for the actual products used in the procedure are unknown. Additional information will be submitted upon 30 days of receipt.